Manufacturer narrative:
(B)(4): testing was unable to confirm or duplicate unresponsive 'ok' button. Testing confirmed the up, down, ok and contrast buttons are responsive to button presses and are functional. The keypad has no visible sign of damage. Removed keypad cover to check condition of the button contacts. Contamination was found under the 'contrast' button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the reporter contacted the animas corporation stating that the ok button had to be pressed hard and multiple times for a response. The reporter stated that the pump was worn on a belt clip and the pump was not cleaned. There was no reported adverse event with this complaint. This report is made based on the allegation of a keypad malfunction.